Manufacturer narrative:
Device evaluation is underway. Root cause: other - according to the physician, the root cause of the reported event of lens vaulting was attributed to capsular contraction syndrome.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Five weeks postoperatively, the pt presented with gradual decreased near and distance vision. The examination revealed the lens had vaulted in a z-configuration. The event is believed to be caused by capsular contraction syndrome. The iol was exchanged successfully for a different lens model.